Manufacturer narrative:
Per updated information, it was reported that the lens was exchanged on (B)(6) 2019. Device evaluation: the lens was returned in a micrcentrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicmo12.1, -9.50 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem. Cause of event was unknown.